Event description:
According to the reporter: procedure: cardio oesophagectomy. The first firing did not cut through the tissue causing the tissue to stack up. The staples were not fired properly on the gastric tube. Another stapler was used successfully to complete the full anastomosis of the gastric tube. The tissue was bruised so the gastric tube had to be made smaller increasing the risk of stricture. No further surgery issues were reported.